Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced pendant to resolve reported complaint. Performed system checkout as per manual. System was functional and returned to customer for use. B01, c07, d02, g02040 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a surgery, the site was in the process of closing the gantry when the pendant on the system unexpectedly went to a black screen. All buttons on the pendant became unresponsive. The site rebooted both the mobile view station (mvs) and image acquisition system (ias), and the issue persisted. Since the gantry was still mostly open, the system was able to be removed from the patient bed. Another system was brought into to finish the surgery. This issue occurred intra operatively. No additional information was provided.

Manufacturer narrative:
H2) the pendant was returned to the manufacturer for analysis. Analysis found that pendant passed visual inspection. Install pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. Pendant left on system overnight. No functional problem found. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. 1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.